Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports a staff member received a needle stick when flipping over the hinged safety shield after giving an injection. In addition, the customer mentioned anecdotally that additional needle sticks involving monoject safety needles have happened however could not provide any further information regarding these events or the product in question.